Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported baker grade iii.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, crease fold, wear abrasion and weight of the device was within specification. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Explant surgery has been scheduled for a future date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: silicone migration, seroma-late, and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported the right side "capsular fibrosis," baker grade unknown, "hardening as well as many folds," and "suffered twice an inflammation in the right breast." Additionally healthcare professional reported right side seroma and silicone migration in lymph nodes. Device remains implanted.